Event description:
The hospital reported that at the beginning of the case they noted a blood leak at the gas outlet port. They continued to use the device for three days when they noted that the p02 values began to drop. The device was changed out at that time. The patient was not affected by the incident.